Event description:
Customer reported having high device readings however no values were provided. Customer increased medication.customer stated high device results were when using expired strips and device is possibly miscoded. Customer was disoriented and passed out. Family member called paramedics. Paramedics transported customer to hospital where customer was treated with an IV at 5 am prior to being released at 7 am. No hospital device values were provided. No contorls. A request was made for return product and replacement product was sent.